Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant when suturing the suture sleeve in place the center groove had been severed. The other suture were fastened without issue. No adverse event to the patient. The lead was implanted successfully.